Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, the cartridge o-ring was missing and the customer confirmed the o-ring was not located on the pneumatic tap. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer opted to use manual insulin delivery in the meantime.